Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was being monitored remotely and increased pacing lead impedance was observed. Lead fracture was noted. The lead was capped and replaced. Patient is well.